Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an interventional left heart cath procedure using a 6f sheath. Reportedly, a cuff miss occurred, then it was not able to get the footplate to close completely as it was still partially open. It was confirmed there was no tissue damage noted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficult to close the foot could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.